Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 534 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include hyperglycemia and a panic attack. The patient reports the pods pink slide did not move forward when the pod was activated; this indicates a needle mechanism failure occurred. Once at the hospital the patient was diagnosed with diabetic ketoacidosis as well as acute kidney failure. The patients pod was removed. The patient was treated with manual insulin every 3-4 hours. The patient was discharged from the hospital the following day.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. In addition we are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.